Event description:
It was reported that the device exhibited a system failure: primary audible alarm power on self-test message. The event occurred during self-test, there was no patient involvement.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed cracked to both front corners and right plunger case and a damaged case. Review of the event history log (ehl) showed primary audible alarm background test. A functional test was performed and the reported issue was not duplicated; however, a damaged lcd support lens and display were confirmed. As a result, a software update and preventative maintenance were performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.